Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation therapy from her scs system. Consequently, the patient underwent surgical intervention and the physician implanted two additional leads. Stimulation therapy coverage was reportedly achieved during intraoperative programming.

Event description:
Follow up identified a sjm representative met with the patient and confirmed the reported issue has been resolved.